Manufacturer narrative:
Pr 9090649 follow up MDR for device evaluation: one photo of two syringes was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed. There was no damage or other defect observed that could contribute to the leakage and all stoppers were noted to be properly assembled. A device history review was performed for the reported lot 2006221, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2006221 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation and given the device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
Leaking from around black plastic seal. Drawing up propofol and it bypassed around the plastic seal and came out the back of the syringe.

Event description:
Leaking from around black plastic seal. Drawing up propofol and it bypassed around the plastic seal and came out the back of the syringe.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a0504 - leak / splash.